Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-08095, 1627487-2019-08096. Additional information received stated that the patient's thoracic lead will not be undergoing surgical intervention. The patient's cervical leads ( reference MFR #1627487-2019-08095 and MFR #1627487-2019-08096) are pending surgical intervention and have been added to this report.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient is not receiving effective therapy due to autoreducing. Surgical intervention may be pending to address the issue.